Event description:
Per customer complaints: ordered an nite guard and never received another back in december of last year she had mentioned speaking to customer service for a replacement. Received a call from a consumer who stated she mailed in for a replacement but had not received one. When customer service apologized for the complication, she also stated that it was her fault she had waited a long time to contact us back. I did locate her previous phone call and it appears that she may have received one quite some time ago. Per customer complaints requested another replacement.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.